Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, before use in patient with this swan-ganz catheter, foreign substances were noted on the tip of the catheter. There was no allegation of patient injury. Patient demographics unable to be obtained. The device was available for evaluation.

Manufacturer narrative:
As per risk assessment update, this device is not for intra-arterial indications. Particulates on intra-venous devices may embolize to the lungs, which have an extremely large surface area. Also, these devices are carefully inspected and flushed prior to use which reduces the risk of a particulate entering the patient and an injury occurring as a result of a particulate in a package. The risk of injury as a result of a particulate in a package is remote. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.